Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer's blood glucose was unknown at the time of incident. The current blood glucose was 151 mg/dl. The customer was treated with insulin drip. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The customer also stated that there was a leak in reservoir compartment. The customer performs a self test and the test was passed. The reservoir will not return for analysis.